Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during staff classroom education provided by bd representative, the pca module displayed "an unknown syringe, re-install syringe" message upon loading a bd 30ml syringe. There was no patient involvement.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex c, d, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during staff classroom education provided by bd representative, the pca module displayed "an unknown syringe, re-install syringe" message upon loading a bd 30ml syringe. There was no patient involvement.

Event description:
It was reported that during staff classroom education provided by bd representative, the pca module displayed "an unknown syringe, re-install syringe" message upon loading a bd 30ml syringe. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report that the pca module did not recognize the bd 30ml syringe was confirmed and replicated during laboratory testing. During external and internal inspection, there were no obvious issues found that would contribute to the reported complaint. Laboratory test results on the received incident pca modules revealed that pca s/n (B)(6) and pca s/n (B)(6) did not detect syringes correctly, as their detection was intermittent. Pca s/n (B)(6) and s/n (B)(6) found successfully detect the concomitant 30ml bd syringe with a known good laboratory pcu. A calibration task and preventive maintenance were performed on all four pca modules, after which they correctly detected the 30ml bd syringe. Event log of the suspect pca module s/n (B)(6) showed that no infusions were programmed during the reported event day, nor was there any record of a syringe being installed. According to the event log review pca s/n (B)(6) was attached to the concomitant pcu s/n (B)(6) on 04 february 2025, at 8:56 am and a bd 30 ml syringe with volume of 29.3508 ml was installed at 9:07 am. At 9:26 am the bd 30 ml syringe with volume of 26.9764 ml was installed again, and an infusion with rate of 1ml/h and vtbi of 26.8264ml was programmed; however, the infusion was never completed as the pca module was disconnected, there are no records of additional infusions during the day. Event log of the pca module s/n (B)(6) showed no infusions were recorded during the reported event day. On 03 february attached to the concomitant pcu s/n (B)(6) at 9:07 pm a bd 30 ml syringe with volume of 28.0061ml was installed, an infusion with rate of 1ml/h and vtbi of 27.85 ml was programmed but never completed as the pca module was turned off. Review of the pca module s/n (B)(6) event log, showed the device was attached to the concomitant pcu s/n (B)(6) on 04 february. During the reported event day, the 30 ml bd syringe was loaded 4 (four) times. Two (2) infusion attempts were made; however, neither attempt was completed due to user manipulation. The syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. The pca devices were used for patient treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: pca modules were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the reported error that pca modules displayed the ¿unknown syringe¿ error message, could be confirmed during laboratory testing for pca s/n (B)(6) and pca s/n (B)(6). Laboratory testing was not able to replicate the same issue for the pca modules s/n (B)(6) and s/n (B)(6); however, the probable root cause was attributed to the pca modules working out of specification, which was corrected by calibrating the devices. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.